Manufacturer narrative:
The devices has not been returned for evaluation. Should new information become available a supplemental report will be submitted.

Event description:
It was reported that customer was hospitalized due to dka and high bg levels. The customer was released form the hospital on (B)(6) 2014 after being treated with IV fluids and insulin. After troubleshooting it appears that the pump is functioning as expected.